Event description:
Healthcare professional reported left side pain and device rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
The previously reported event of pain is considered non-serious and should have been omitted from h6 of the previous report. Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side pain and device rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe as it is not related to the device.

Event description:
Healthcare professional reported left side pain and device rupture discovered during surgery. The device has been explanted.